Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that upon interrogation, the right ventricular lead exhibited an increase in impedance and thresholds. The increase in impedance and thresholds was steady for a couple of months. The lead also exhibited noise. The patient did not experience any symptoms. The procedure was completed successfully and the patient was doing well post surgery.